Manufacturer narrative:
Corrected data PMA/510k: the initial date received by manufacturer has been corrected to april 13, 2018. The following sections have been updated: b4, d4, g7, h1, h2 and h6. Section h6: events in the initial report were included in the narrative, but not in section h6. All events are now included in section h6.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease vena cava filter. The report states that approximately ten years and seven months after the index procedure, the patient became aware that the filter fractured and tilted. The form states that the filter struts are in the inferior vena caval wall. The patient continues to experience pain, suffering and other unspecified injuries. The medical records indicate that the patient has a history of deep vein thrombosis with paralysis. The patient had an accessory retroaortic renal vein that was low. The filter was deployed via patients right femoral vein. Due to lumbar hardware, the filter was deployed in the distal inferior vena cava above the level of the bifurcation. There were no complications. The patient tolerated the procedure well. The medical records also contained angiographic film of the abdominal/pelvic area that was taken approximately nine years and eight months after the index procedure. It revealed an outline of what appears to be an inferior vena cava filter. A possible hook was noted on the base of the filter. The filter was lying to the right of the vertebra. The filter appeared to be in a possible upright position and possibly intact. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and fracture of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received per the patient profile form (ppf) states that approximately ten years and seven months after the index procedure, the patient became aware that the filter fractured and tilted. The form states that the filter struts are in the inferior vena caval wall. The patient continues to experience pain, suffering and other unspecified injuries. The medical records indicate that the patient has a history of deep vein thrombosis with paralysis. The patient had an accessory retroaortic renal vein that was low. The filter was deployed via patient's right femoral vein. Due to lumbar hardware, the filter was deployed in the distal inferior vena cava above the level of the bifurcation. There were no complications. The patient tolerated the procedure well. The medical records also contained angiographic film of the abdominal/pelvic area that was taken approximately nine years and eight months after the index procedure. It revealed an outline of what appears to be an inferior vena cava filter. A possible hook was noted on the base of the filter. The filter was lying to the right of the vertebra. The filter appeared to be in a possible upright position and possibly intact.